Manufacturer narrative:
No device sample returned for manufacturer analysis and no lot number reported, limited investigation can be completed and no root cause established. The relationship between the coopervision device and the incident is unconfirmed. As it is unknown if the incident involved in the right eye (od), left eye (os), or both eyes (ou), and patient uses a different device/model in each eye, please refer to linked manufacturer report 1314956-2026-00003 for associated incident report.

Event description:
This incident was reported to the manufacturer by the distributor, vision direct europe, located in the united kingdom, as reported to them by user residing in spain for an event that occurred in spain. Individual reporter or treating healthcare facility details have not been shared by the distributor. The user reports having experienced redness and a perforation like injury on the cornea and states they were diagnosed by hospital eye services (hes) with an unspecified keratitis. The user reports that the incident has since been resolved, and that a similar episode had occurred previously. Good faith efforts have been made to obtain further information without success, as of the date of this report additional information is unknown. This event is being reported in an abundance of caution due to the alleged diagnosis of keratitis, of unspecified type, severity, and treatment and the potential for serious or permanent injury, or the necessity of medication or medical intervention to prevent such occurrence, with some keratitis events. Should additional information become available, the manufacturer will complete further investigation as appropriate and submit a follow-up report as applicable. As it is unknown if the incident involved in the right eye (od), left eye (os), or both eyes (ou), and patient uses a different device/model in each eye, please refer to linked manufacturer report 1314956-2026-00003 for associated incident report.